Event description:
Reported alleged blod glucose measured 45 mg/dl at 6 am and when retested obtained an error meassage, 150, and 135 mg/dl when all testing including the original reading was performed within less than 10 minutes. No actions or treatment resulted reportedly. A request was made for the return of the suspect device and replacement product was sent.